Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 447 mg/dl. Customer¿s current blood glucose was 296 mg/dl. Customer gave bolus with injection and blood glucose went down to 395mg/dl. Customer was treated with manual injection. Customer was assisted with troubleshooting. Customer stated that she wanted to continue to monitor her high blood sugars and wanted to stop the troubleshooting and the blood glucose value was 157mg/dl customer state that there were no air bubbles and cannula was not bent. The insulin pump will not be returned for analysis.